Event description:
It was reported that during stent graft placement procedure in the left subclavian artery via brachial artery approach, the stent allegedly got stuck and could not be released further. The procedure was completed using another surgical treatment method. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos show the stent graft partially deployed and the outer sheath fractured which leads to confirmed results for partial deployment and sheath fracture. It was reported that a 0.018" / 10f introducer were used for access, there was low calcification and the path was not curved, the proximal end of the stent graft was located in the straight section of the blood vessel prior to deployment attempts, pre-expansion was not performed and the device was flushed before use. The device was intended to be used to be placed in the subclavian artery which indicates off-lable use and could be a contributing factor to the reported issue. Based on the provided information and the evaluation of the provided photo, the investigation is closed with confirmed results for partial deployment and sheath fracture. A definite root cause for the reported event could not be determined. The intended use of the device was off-label. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, the instructions for use states an "appropriate introducer sheath" and "0.035 inch (0.89 mm) diameter super stiff guidewire" are standard materials to be used with this device. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use states "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding indication for use, the instructions for use states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". Pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. H10: d4 (expiry date: 07/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.